Event description:
The customer initially called for assistance uploading the insulin pump to carelink. During the call, she mentioned that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 600 mg/dl. The customer stated that she had high ketones, and was also vomiting. The customer stated that she was recently taking xanax as well. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.